Event description:
It was reported that the handpiece began to spark during a surgical procedure. The case was completed successfully. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has not been returned to the manufacturer for testing, and the customer indicated that it hasn't been decided if it will. If returned, an evaluation will be conducted, and a f/u report would be submitted pending the results of the quality investigation.